Event description:
A nurse reported that during vitrectomy procedure, an ophthalmic laser probe seems to be more curved than usual, and could not be fitted through port. Surgery was completed on the same day with an alternative laser probe and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in section d.4. Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the flex tip laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The flex tip laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed detached nitinol. The returned sample was connected to a calibrated system and was successfully recognized. Sample testing was performed and revealed conforming aiming beam and laser image and power output. Trocar testing was unable to confirm the reported event due to the missing nitinol. However, as to how or when it became damaged remains inconclusive. How or when the nitinol became damaged remains inconclusive. Thus, based on the information obtained, the root cause of the reported event is inconclusive. How or when the nitinol became damaged remains inconclusive. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).